Event description:
The facility's physician reported an incident where an epidural catheter broke off in the patient's lumbar epidural space. The patient was admitted for a gynecological procedure and an epidural anesthesia tray was used. The event occurred upon insertion. Reportedly, when the epidural procedure was being performed, there was difficulty in "getting it in." According to the physician, the needle was reposititoned, pulled in and then out. When the needle was withdrawn, the epidural catheter had broken off in the patient and the end was sheared off. Initially it was thought that approximately 12cm was missing. The initial patient's surgery was postponed. The patient remained in the hospital and by the 3rd day, the patient started complaining of a shooting leg pain. Six x-rays were performed and the catheter was vaguely visible on the x-ray. The patient required a surgery to have the catheter removed. According to the physician, exploratory l3 laminectomy was performed and 25% of the bone from l3 was removed. The catheter was found in the patient's epidural space and was removed. Reportedly, when the catheter was removed, it was discovered that the length of the missing piece was 16.5cm and the catheter was partially coiled. The patient remained in the hospital for additional 3 days after the surgery and then was discharged home. According to the physician, no sequelae resulted; the patient recovered and was doing well. The patient however decided not to have the initial gynecological procedure performed. No additional information was available.